Manufacturer narrative:
Initial and final MDR 1906209 - MDR 3003442380-2024-12613 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered three similar events where infusion sets fell off during use, on (B)(6) 2024, after being used within a day. Patient replaced infusion set and resumed insulin successfully. No further information available.